Event description:
Tip of the repositioning pin fractured, was left in the pt's bone.

Manufacturer narrative:
The product was not returned for investigation. Based on the available info, the actual root cause for the reported event could not be determined.